Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The complex target lesion was located in a coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced to treat the lesion; however, the catheter shaft broke at the non-bsc bleedback control valve. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR, method codes, result codes, conclusion codes updated. Device evaluated by MFR, the stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found a hypotube break at 240 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device examination. This type of damage most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The complex target lesion was located in a coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced to treat the lesion; however, the catheter shaft broke at the non-bsc bleedback control valve. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.